Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is slightly deformed at its distal end and severely deformed at its proximal end. Several stent struts are bent outwards. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the production documentation verified that the instruments were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determine.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a mildly calcified lesion 90 percent stenosis degree) in a severely tortuous mid lcx. The lesion could not be crossed with the device. It was detected that the stent was deformed.